Manufacturer narrative:
Device evaluation: one medfusion 4000 pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, power up process, and occlusion testing were performed. The investigation could not duplicate 'primary audible alarm bgnd test' and no problem was found. Further investigation found no damage on speaker or interconnect board. According to the investigation the pump speaker will be replaced as a preventative measure at the time of repair. The investigation also reported problem of an inappropriate software combination involving application software version 1.6.1 and bootstrap version v1.2 was confirmed on the reported pump. The problem source of the reported problem is unknown.

Event description:
Information was received that device had back up audible / bgnd failure. No patient involvement; incident occurred upon power up.